Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been discharged on dialysis in (B)(6). The patient had developed end stage renal disease with hemodialysis post operation. In (B)(6), the patient was admitted due to a chest abscess and underwent an incision and drainage (I&d) of their left chest. The I&d revealed a left chest wall wound with purulent drainage and friable necrotic granulation tissue that tracked deep superior into likely prior left chest tube site into the pleural cavity. The inferior sternal wound was just immediately below the xiphoid with purulent drainage and friable necrotic granulation tissue. The wound tracked deep to mediastinum. Although the left ventricular assist device (lvad) pump components were not visualized, it was likely the patient had an lvad device infection due to the location/paths of the wounds. Two wound vacuums were applied. Bone was not involved. The patient then needed a peripherally inserted central catheter (PICC) line and long term intravenous (IV) antibiotic (cefipime) due to pseudomonas. The patient was able to come off dialysis with improvement of kidney function and began making adequate urine. Permcath was removed and the patient was discharged with PICC, IV antibiotics, and wound vacuums. The patient's mobility had severely declined since (B)(6) and the furthest they could walk was a few steps to the scale. In (B)(6), the patient was transitioned to palliative care due to lack of quality of life related to illness. Despite the patient making urine, their kidney function began to decline, and it was determined that dialysis was futile and was not restarted. The patient's kidney function continued to worsen. Palliative care was consulted, and the patient was moved to do not resuscitate/do not intubate (dnr/dni) and hospice care. It was noted that the patient's care was also complicated by the patient's spouse's resistance to the patient coming home on dialysis. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. A specific cause for the patient¿s infection could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including localized infection, renal failure, and death. Section 6 of the IFU titled ¿patient care and management¿ includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook also contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.